Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The device change out proceeded normally. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).